Event description:
Per the clinic, the patient experienced a performance decrement. It was discovered that the electrode array was not in the cochlea, resulting in the decision to explant the device. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device.this report is filed (B)(6), 2011. (B)(4)